Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during an internal drainage from the ureteropelvic junction to bladder procedure, a ureterostomy stent (soft stylet) broke off inside the tube. The event required repeat drainage insertion. No section of the device remained within the patient's body.

Manufacturer narrative:
Investigation / evaluation: as additional information was provided stating the complaint devices were nucl drainage catheters, a review of the device history record, documentation review, review of the IFU, and review of qc were completed regarding this device. No actual product was sent back to evaluate and there were no photos provided. Other devices with the same product family were obtained and evaluated, but the customer's difficulty could not be duplicated. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements, and that the device meets the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. A root cause for the malfunction cannot be determined; however, we will continue to monitor this malfunction.

Event description:
Additional information was provided on 29sept2017 stating that the complaint global part numbers (gpn) for this report are unknown. The only information provided is both complaint devices were nucl drainage catheters.